Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: a review of the black box revealed no evidence of power on reset events. The battery compartment was observed to be cracked between the keypad and the case seal. There was no damage found to the battery cap; the battery cap secured to the pump and maintained an electrical connection. During testing, the battery cap was fastened and then unscrewed with no reboots. There was no evidence of moisture and corrosion observed in the battery compartment. A leak test failed due to a battery compartment leak. The ¿ez-prime¿ steps were performed correctly; there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; moisture and corrosion was found to the pcb, on the keypad connector and to the cgm module. The reported ¿power¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly would not power on after it was immersed in water. There was reportedly moisture and corrosion in the battery compartment. There was no indication of damage to the pump or that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.